Event description:
Drive devilbiss healthcare was notified of an incident involving a rollator by the end user's son who reported the rollator's frame broke while in use causing the end user to fall. The end user sustained a broken collar bone and was treated at the emergency room and then to a rehabilitation center. The device is not returning for evaluation as the end user's son discarded the device. As part of its complaint review and evaluation process, drive devilbiss healthcare will file an update if additional information becomes available.